Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2006. Sought medical attention for redness and swelling at the piercing site two months later and an oral antibiotic was prescribed. A month later returned for medical attention, at that time an incision and drainage was performed and she was prescribed a new oral antibiotic.

Manufacturer narrative:
Incident reported to inverness on 6/29/06. Requested add'l info on 6/29/06 and 7/14/06. Add'l info was not rec'd until 10/27/06. Earrings not returned to MFR for eval.